Manufacturer narrative:
H10 -list of all lot numbers of the devices and quantity: 60218187, 60252827, 60324359, 60341112 , 60343420, 60383021 (x3), 60435937 (x4), 60491597, 60597055, 60597056 (x2), 60604111 (x3), 60613541 (x2), 60613609, 60617988, 60622123, 60652931 (x5), 60655240 (x2), 60658713, 60658843 (x2), 60658844, 60677263 (x2), 60678830 (x2), 60678831 (x12), 60682147 (x3), 60682960 (x3), unknown (x7), forty-one (41) investigations were completed during the period. For twenty (20) of those the product were returned and twenty-one (21) were not. From the returned products the following was found: fourteen visual inspection did not reveal any obvious defects or damage. Functionality test were performed, and the results were found within specifications. The reported event was not confirmed. For six (6) the products were received mixed and we were unable to identify the lot numbers with the corresponding investigations. Twenty one products were not returned. For all investigations a review of the records related to the devices that included labeling and trending was performed and showed that the devices and its components all met specifications prior to being released. No product deficiency was identified. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 64 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.